Event description:
It was reported that during an unknown procedure, with cartridge 1, some of the proximal staples pushed out of the cartridge before being fired (before used on patient). Cartridge 2: staples didn`t close completely, so the wound leaked (after used on patient). It is unclear how the procedure was completed.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
An operative report was received on 04/22/2010 for a related event of this patient. Through the op report, it was learned that the device was explanted after an implant duration of approximately 70.6 months, due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received on 04/22/2010. The patient also has another related event; please reference medwatch report #2015691-2010-13405. A device history record review is currently in process.